Event description:
It was reported, "adverse event crf received stating pt underwent closed reduction under anesthesia. Pt dislocated hip while getting up from sitting position in a low ottoman".

Manufacturer narrative:
(B) (4). Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c.

Event description:
The customer reported a connection issue with their freestyle navigator continuous glucose monitoring system. Upon investigation of the transmitter, a crack was observed near the lower housing. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's transmitter ((B) (4)) was returned. Upon visual inspection, a crack/fracture was observed near the lower housing of the transmitter. The transmitter was sent for further investigation. A follow-up report will be filed once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.